Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the micropore surgical tape. Patient stated the paper tape is causing skin irritation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).